Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The generator interface and power motor relay boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an x-ray disabled error message and then shut down without command. No patient injury was reported.